Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user disconnected the ilet pump to shower, then reconnected and ate breakfast, after which blood glucose rose to a reported peak of 385 mg/dl despite a meal announcement; the user reported no leaks, kinks, occlusions, or device alerts and noted glucose was trending down during the call. Symptoms included hyperglycemia without associated symptoms such as dizziness or loss of consciousness. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed no identifiable device malfunction and a cause of the hyperglycemia could not be determined. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device alarms noted.